Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related report: 1221359-2022-00155.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test, otc 2 test pack. The date of the self test was not provided. Confirmation pcr testing was performed and generated a negative result. The date of confirmation pcr testing was not provided. The consumer then performed a repeat self test from the same pack, which generated a positive result. No adverse patient health effects were reported. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses test 1 of 2 from the same test pack.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Additional data : a2, a3, a4, a5, a6.